Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a pump stop on (B)(6) 2020, while they were bending over to tie their shoe. Per the nurse's report, the patient was placed on an orange ungrounded cable. The patient's log files show frequent low voltage alarms while at home on the mobile power unit (mpu). These alarms are thought to be due to patient cables not being secured. According to technical services (ts), the log files showed 2 pump stops and 5 low speed advisories/hazards. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. In order to identify a possible compromised location in the percutaneous lead x-rays were taken, and it was determined that the patient has one area with rescue tape near the controller that could be suspicious. On (B)(6) 2020, the patient had approximately 19.5 inches of their external percutaneous lead replaced and were provided with care instructions. Ts also reported that the log files showed multiple pulsatility index (pi) events.

Manufacturer narrative:
Sections d10 and h3: additional information - partial product returned and evaluated section d4, h4, and h6: additional information. Section g3: correction. Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file confirmed the report of a pump stop, a specific cause for this event could not be conclusively determined through the evaluation of the returned portion of the driveline. The submitted log file captured a pump stop and several low speed hazard events on (B)(6) 2020 between 17:09:22 and 18:23:50. These events only occurred while the system controller was connected to a power module. Power elevations up to 8.6 w were noted during these events, and low flow hazard events were observed at times when a low speed hazard was active by design. Based on previous complaint history, these findings appear consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6)2020 and the replaced portion of the driveline was returned in a segment measuring approximately 19¿. The previously applied clamshell repair was observed on the distal end of the controller connector. The outer silicone jacket layer was removed approximately 12.5¿ from the controller connector, and the remaining layers of the driveline were removed approximately 15¿ from the controller connector. Rescue tape was observed approximately 2.5¿ from the controller connector. Metal braided shield breakdown was observed along the length of the returned driveline segment, with more severe breakdown noted approximately 2¿ through 4¿ and 9¿ through 10¿ from the controller connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any issues that would have contributed to the pump stop and low speed events observed in the submitted log file. Incidental findings: a tear in the outer silicone jacket was observed approximately 2.5¿ from the controller connector; however, the underlying bionate revealed no areas of damage. Multiple attempts for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. Heartmate ii lvas patient handbook section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Heartmate ii lvas IFU section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.